Event description:
According to the literature, a retrospective study of 212 patients between 2016 and 2019 evaluated the association between airway size measured by CT and the incidence of post-extubation upper airway obstructions. Oral tracheal tubes with a subglottic drainage lumen or standard oral tracheal tubes with stylets were used with the following reported complications: stridor, hoarseness, upper airway obstruction and respiratory distress requiring reintubation. There were also reports of 3 cuff leaks prior to extubation.

Manufacturer narrative:
Title: association between post-extubation upper airway obstruction symptoms and airway size measured by computed tomography: a single-center observational study source: shinohara et al. Bmc emergency medicine (2022) 22:55. If information is provided in the future, a supplemental report will be issued.